Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose (bg) level due to the battery issue. In addition, during the call with tandem technical support the customer reported that the pump did not declare audible continuous glucose monitor (cgm) alerts. During troubleshooting with tandem technical support, review of pump history confirmed that the alerts had occurred. However, the customer did not feel that the alerts were occurring. The customers (bg) level was impacted (334 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would use insulin pens as alternate insulin therapy.